Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The UDI number is not known as the part and lot number were not provided. Implant date - estimated. The device was not returned for analysis. A review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. The reported patient effects of death, endocarditis, fever, mr, and infection as listed in the in the mitraclip nt system (jpn) instructions for use, are known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported death, endocarditis, fever, mr, and infection. The reported hospitalization, medication and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: literature: recurrent infective endocarditis following transcatheter edgeto- edge mitral valve repair with mitraclip system. Na.

Event description:
This is filed to report the patient death. It was reported through a research article one clip was implanted, reducing grade 4 functional mitral regurgitation (mr) to grade 1. Two months post clip implantation, the patient developed a fever and methicillin-resistant staphylococcus aureus (mrsa). Transesophageal echocardiography (tee), was performed, and infective endocarditis was suspected. Medication was given. Mr increased and mitral valve replacement was performed. Forty-nine days after surgery the patient died. Details are listed in the attached article, titled: "recurrent infective endocarditis following transcatheter edge-to-edge mitral valve repair with mitraclip system." Please see article for additional information.